Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 01/31/2014 to report low suction and decreased milk output when pumping with the purely yours breast pump. Customer reports her breasts do not feel well drained resulting in clogged milk ducts and eventually mastitis. Customer was prescribed a 7 day course of antibiotics after being diagnosed with mastitis by her health care provider. Mastitis resolved and customer felt well within a few days.

Manufacturer narrative:
Ameda, inc. Did not ask for the purely yours motor base be returned for investigation since it passed all testing with customer service. Customer replaced pump pieces that improved the function of the breast pump.